Manufacturer narrative:
UDI: (B)(4). Concomitant medical products: gehrz lt pm rmr gd catalog#: pm0000614 lot#: 359890 gehrz lt pm anterior guide catalog#: pm0000716 lot#: 377330. Device history record was reviewed and the event is confirmed because the pmi parts were labeled as a left, however, they were designed to be for the right shoulder. Investigation results concluded that the reported event was due to labeling deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2017. Concomitant product(s): gehrz lt pm rmr gd, catalog # pm0000614, lot # unk. Gehrz lt pm anterior guide, catalog # pm0000716, lot # unk. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR repots were filled for this event: 0001825034 - 2017 - 06418, 0001825034 - 2017 - 06415.

Event description:
It is reported that the pmi product was received labeled for the left shoulder, however the accurate devices for the right shoulder were in the box. The surgery was completed without any adverse events.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.